Event description:
Doctor reported that internal thread of implant is damaged and driver was spinning. Procedure has not been completed with a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. Expiration date and UDI not available. PMA/510(k) number not available. Device manufacture date not available, lot number unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.